Event description:
Event description guidant received information that this cardiac resynchronization therapy device (crt-d) measured increased thresholds and impedances on the rate/sense lead. The patient lost capture during threshold testing and had no intrinsic heart beat. The threshold testing was stopped and the patient was taken to the hospital to be observed until the lead revision could be performed the following day.